Manufacturer narrative:
Original event occurred in (B)(6) 2014. No adverse effect or product problem was reported at that time or at any time between then and now. Attempts to gain further information regarding this event and patient status have been unsuccessful. Additionally, as the event is over 2 years ago, the device used in the procedure is not available/was discarded at the time, which precludes a device analysis to determine if any metal shavings could have occurred at time of use. We are continuing our efforts to obtain additional information to confirm if our device is related to the event as described. However, as our device was used in a procedure that could be related to this event, and there is potential for interventional surgery or other treatment, pursuant to 21 cfr 803, we are submitting this medwatch report. Device not returned.

Event description:
The rsm reported that "customer reported patient had an upright stereo biopsy on (B)(6) 2014 for a focal asymmetry. She now has several metallic fragments around the biopsy site which were not there on her pre-biopsy images, but are present on her post-biopsy images observed on a visit dated (B)(6) 2017.